Event description:
Sales rep reported that the valve fractured at the point where the programming portion is affixed to the siphon device. The entire system was explanted and replaced (also used along with the valve was 82-1707 & 82-1695. There were no complaints with these devices).

Manufacturer narrative:
Codman has rec'd the device for eval. Upon completion of the investigation a follow up report will be filed.